Manufacturer narrative:
(B)(4). It was reported that the patient had an increase in weakness on the event date noted and was taken to the hospital, where admission occurred on that date. Hospital personnel informed the patient's family that the patient had suffered a myocardial infarction. It was reported that there was 100% blockage in the patient's main artery and 80% blockage in the others. It was reported that peritoneal dialysis therapy was being performed at the patient's home on the same day as hospital admission and that the patient performed peritoneal dialysis therapy during the hospitalization with their own homechoice device. It was unknown if the patient was recovered or recovering from the myocardial infarction when discharged from the hospital. Peritoneal dialysis therapy was being performed at home at the time of death. The device was not returned therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a heart attack coincident with peritoneal dialysis therapy. The patient was hospitalized for the heart attack. Treatment during hospitalization was not reported. The patient was discharged from the hospital on an unknown date. The patient died at home ten days after the initial heart attack and hospitalization. The cause of death was reported by the family to be due to a myocardial infarction; however, the cause remains unknown. It was not reported if autopsy was performed. The patient was not performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.